Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 406 mg/dl. The customer treated with a manual injection/insulin pump. Customer's blood glucose value was 280 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Advised on how to properly insert cannula. The product was not returned for analysis.